Event description:
Healthcare professional, additionally reported, left side "any creases". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported left side "any creases". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease assessed as fold flaw opening. ¿ crease folding of implant: not observed. Additional observations: ¿ stress mark observed. No further actions are required as no manufacturing issues are observed.